Manufacturer narrative:
Evaluation, results: fse replaced the float switch and the wash concentrate canister lid. Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011 customer reported that the wash concentrate canister was overflowing on the dxc 800 pro instrument. Customer technical support had the customer stop and home the instrument, but this did not resolve the issue. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument on (B)(6) 2011 and found that the canister lid was leaking and the float switch was not working. Fse replaced the float switch and ordered a new canister lid. Fse replaced the wash concentrate canister lid on (B)(6) 2011 and this resolved the issue.